Manufacturer narrative:
Investigation results: analyses of the DHR, as well as a review of maintenance records and quality notifications, were conducted, and no deviations associated with the referenced lots were identified. However, since no physical sample or image was provided by the customer, it is not possible to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, it is not possible to confirm the validity of the complaint. Our manufacturing process is validated according to established acceptance criteria, and the reported incident will be monitored for potential trend evaluation. As this occurrence does not exceed the acceptable quality limit (aql) for the lot, no additional corrective or preventive actions are recommended at this time.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle precisionglide 21x1in contained foreign matter. Upon removing the needle from the bag dispensed by the central pharmacy, it was evident that the needle had dirt inside and that the packaging was sealed. I informed the pharmacy and returned the needle in question.